Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were plastic particles inside the bd¿ syringe with bd luer-lok¿ tip. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: a sample was available to bd for evaluation. A quality engineer was able to inspect the sample and determined that there was foreign matter (fm) in the syringe thus verifying the reported issue. A flush test was performed on the syringe and it was determined that the fm could not be flushed from the syringe. The foreign matter appeared to be a piece of plastic. Plastic dust can be created during the manufacturing process by the vibration and conveying of plastic components. Bd has taken steps to reduce the amount of fm that can build up during production. The machinery was cleaned multiple times each day and all operators followed a gowning procedure to reduce fm brought into the manufacturing area. All syringes have the interior flushed with ionized air to remove any potential foreign materials. A review of the device history record found zero defects during this production run. Investigation conclusion: the foreign matter appeared to be a piece of plastic. Plastic dust can be created during the manufacturing process by the vibration and conveying of plastic components. Bd has taken steps to reduce the amount of fm that can build up during production.